Event description:
Customer reported a negative antibody screen was observed in gel. However, when the pt sample was crossmatched, 2 out of 3 units were incompatible. Repeat screen was still negative. Customer then tested sample with vra113 and no reactivity was observed. Customer later identified an anti-e and anti-c that did not react in gel. Additional testing using 3% surgiscreen, 3ss791, and peg/tube method produced 1-2+ reactivity with cells 2 and 3. Customer stated there were no discrepancies with the daily qc. No erroneous results were reported. No death or serious injury was associated with this incident.